Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of life (eos) status after one month of implantation. It was determined that the eos was declared due to abnormally low loaded rf voltage measurements. It was recommended to return the icm for a detailed analysis. The icm remains in service and no adverse patient effects were reported. Subsequently, the icm was explanted and it has been returned. A new icm was implanted, and no adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of life (eos) status after one month of implantation. It was determined that the eos was declared due to abnormally low loaded rf voltage measurements. It was recommended to return the icm for a detailed analysis. The icm remains in service and no adverse patient effects were reported. Subsequently, the icm was explanted and it has been returned. A new icm was implanted, and no adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. The battery was forwarded for detailed analysis. This analysis identified low rf voltage measurement below threshold that resulted in the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically".